Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. The damages led to a power interruption and shut-down of the device. After restart, the pump correctly notified the customer with an e8 error message as result of the power interruption while the pump was in run mode. In addition, the battery limit voltage value was not reached and therefore correctly no e2 was triggered by the device. The functionality of the buttons could successfully be tested, and they are not affected by the leakage.

Event description:
Reporter stated the infusion device provided a vibra alert but no warning or error messages were visible, and the infusion device then shut-down without providing an e2 battery empty error. The patient changed the battery, and the infusion device displayed an e8 power interrupt error. The error could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).